Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description, and to provide the legal manufacturer¿s investigation results. Also, to correct section e1, e2 and e3. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the reported power lamp lights up but image does not appear occurred due to a faulty circuit board (bi). According to the service manual, the bi board has super-resolution processing function. However, the root cause of the faulty bi board is could not be conclusively determined.

Event description:
Additional information was reported. The reported phenomenon was found at pre-use inspection of an ultrasound endoscopic examination. The procedure was completed with the same equipment.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed/reproduce the customer¿s reported issue, no image displayed. The no image problem was isolated to a defective printed circuit board. No other defects were noted. The cause of the defective printed circuit board is unknown. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor has an image issue, ¿images are not displayed¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.